Event description:
Pt undergoing vein stripping procedure bilaterally. Procedure was terminated by withdrawal of guidewires when it was noted that the magic torque guidewire (removed from left side) had approx 4 cm plastic coating over guidewire missing and a few centimeters of plastic coating was stripped back, but still on the wire. Fluoroscopy of abdomen and chest did not reveal any foreign body. The segment of coating attached and partially separated from guidewire was examined under fluoroscopy and was not visible. CT scan obtained of chest with and without contrast to look for a foreign body or pulmonary embolism. The study was reported as normal. The family and pt were immediately informed of this potential complication.